Event description:
A healthcare facility in (B)(6) reported to our distributor that the heater wire alarm was triggered on the respiratory humidifier while in connection with the rt212 adult breathing circuit. No pt consequence was reported.

Manufacturer narrative:
(B)(4). This product is not sold in the USA, but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. The rt212 adult inspiratory heated breathing circuit is en route to fisher & paykel healthcare for investigation. We will provide a f/u report upon completion of our investigation.